Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the office and the patient¿s complained that on a specific day, the patient was symptomatic which correlated with a stored electrograms (egm) for that date and time. The device dismissed as ventricular tachycardia (vt) when the event was supra ventricular tachycardia (svt) due to stability. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.